Manufacturer narrative:
Concomitant medical products: product ID 977c190, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the pad 8 did not function was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c190, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that during the setting-up of the device, the pad 8 did not function. It was impossible to record the impedance of pad 8. So the surgical intervention lasted 90 additional minutes. The device was changed by another one and the issue was resolved. No further complications were reported/anticipated.